Manufacturer narrative:
The scale was returned for further testing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo received information about maxi sky 1000 ceiling lift malfunction. During lifting the resident from the bed, the spreader bar detached from the lift. The resident landed on the bed and the spreader bar fell on top of her. As a result, the resident sustained scratch on her hand. Arjo representative conducted a device inspection after the incident. The lower scale attachment bolt, connecting the lift with the spreader bar, was broken.

Manufacturer narrative:
Arjo received information about malfunction of a scale, which can be installed, onto a maxi sky 1000, between the ceiling lift and the spreader bar. During lifting the resident from the bed, the spreader bar detached from the scale. A resident landed on the bed and the spreader bar fell on top of the resident. As a result, the resident sustained scratch on her hand. During the lift evaluation by arjo technician, it was found that the bottom scale attachment bolt, connecting the scale with the spreader bar, broke. The broken bolt was returned to the manufacturer for testing. The manufacturer analysis shown that the breakage was caused by the asymmetry of the spreader bar, which is unable to rotate freely around 3 axes. As a result, the assembly is unable to withstand uneven long-term stresses. The maxi sky 1000 and a suspended scale (with model no. 700-00526 and serial no. (B)(6) were used as a system. The scale assembly broke and from that perspective, the system was not up to manufacturer¿s specification. No serious injury was sustained. The complaint was decided to be reportable due to risk of spreader bar detachment due to scale failure.